Event description:
The hcp reported the patient had been experiencing decreased effectiveness. The pump was infusing baclofen 500mcg/ml at 374mcg/day. The hcp was unable to aspirate fluid from the catheter. A catheter kink/occlusion was observed in the subcutaneous section near the connector during surgery. The proximal portion of the catheter was replaced. The patient recovered without sequela.